Event description:
As reported: "revised a stryker right hip due to peri-prosthetic fracture due to a fall. He revised all components including the cup and liner with competitor implants. No allegations made against the implants." Spoke to rep. Patient sustained a femoral fracture after a fall. The surgeon reported he was not confident that the shell would have remained well-fixed due to the fall and revised the entire construct. No allegations against the revised head or liner. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.